Event description:
This lead was showing high impedances and artifacts. The physician attempted to replace this lead but because of an occlusion, a new lead was not able to be placed. When the device was reprogrammed, the noise went away and the impedances dropped back into range. This lead remains actively implanted. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.